Manufacturer narrative:
Corrected information: g1. Review of the file revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation ablation procedure, a cardiac perforation occurred. An ice catheter was used to visualize the introducer sheath to go transseptal. When the introducer wash flushed with saline, bubbles were not seen in the left atrium. The dilator was removed and when trying to draw blood, nothing returned in the syringe. Dye was pushed through the sheath and noted in the pericardial space via x-ray. The effusion was minor with no intervention necessary. The effusion was minor with no intervention necessary during or after a 2 hour monitoring period. The patient was stable, extubated and brought back to the recovery area. The procedure was cancelled as the user did not want to re-heparinize the patient. There were no performance issues with the abbott device.